Manufacturer narrative:
Updated device evaluation completed on 11/1/2019: during evaluation of the device it was observed to be ruptured. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: right- mentor memorygel 450cc silicone breast implant, catalog number: 3504501bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 450cc silicone breast implants which the left side ruptured after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number: smpx545; serial number: (B)(4), and right replaced with catalog number: smpx545; serial number: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device received on 7/24/2019. Device evaluation summary completed on 8/7/2019: during evaluation of the device it was observed to be ruptured. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/12/2019, mentor became aware that unintentionally missed reporting bilateral capsular contractures. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the capsular contracture grade is 1 for both left and right side, and grade 1 is not reportable, therefore code capsular contracture was excluded from the patient code. This report is for the left side. Manufacturer¿s reference number: (B)(4).